Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Follow-up: isi made three attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.